Event description:
It was reported that during a lobectomy case when a misfiring happened. They stated that the blade made the cut but the staple line was severely mis-formed causing bleeding in the pulmonary vein. Started to bleed and the situation was contained.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: unfortunately, and after digging into the subject matter, it turns out there are no available footage of the incident nor the case. The device was also discarded. The patient went through a bleeding dilemma, but the situation was contained shortly after. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. Updated data: h6: 6. Medical device problem code. Additional information was requested, and the following was obtained: - is the current patient status known? He is doing ok - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? The stapler was fired and a part of the staple line was open after firing. Looking like it cut on that portion without stapling. - if yes: did the device deliver any staples? Yes - if yes, were the staples formed properly? On those portions, yes - if yes, was the staple line complete? No - did the device cut? Yes - if yes, was the cut line complete? Yes - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No - was there any difficulty opening the device? No - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No - how was the bleeding controlled? Pressure then when it slowed down I sutured it - how much blood was lost (ml)? Minimal due to the application of pressure and quick suturing - did the patient require a transfusion? No - could you please provide more details about the type of oozing? It was from the stump of the pulmonary vein so it was easy to compress. - are there pictures/videos available for this complaint? No. The priority was to control the bleeding and go get the patient safely to wake up. I didn¿t even save the device to be sent because I didn¿t expect to be frazzled by this. - what is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No consequences because thankfully I handled it quickly and rationally. - is the product available for return? No.